Event description:
It was reported that during the colon resection procedure, the echelon powered circular stapler, failed to staple and cut (potential power failure. The procedure was completed by using a like device. The were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 385a79. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted possible cause by improper battery loading. No further functional testing could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022.